Event description:
It was reported that after using a bd ultra-fine¿ pen needle the needle broke off into the consumers body. It was also reported that the consumer ¿has been to the hospital¿, however the needle was not removed.

Manufacturer narrative:
Investigation summary: five open 31g x 5mm pen needle samples were returned from lot. No. 7080574, cat. No. 320632. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: visual examination was carried out on all five samples and a broken patient end of cannula was observed on one sample, no shield was returned and no indentation marks were observed on the hub. No issues were observed with the remaining four samples. Root cause description: no manufacturing related issues were observed on the returned samples therefore no root cause can be identified. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after using a bd ultra-fine¿ pen needle the needle broke off into the consumers body. It was also reported that the consumer ¿has been to the hospital¿, however the needle was not removed.